Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was doing fine. Baclofen therapy was having a good effect. There was no issue anymore.

Manufacturer narrative:
Other relevant components include: product ID 8780, lot# 0212933261, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 210 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient did not have therapy effect from intrathecal baclofen (itb) therapy, resulting in severe spasticity. The event date was reported as (B)(6) 2017. Pre-evaluation was done on (B)(6) 2017, which gave the impression that baclofen was not being delivered intrathecally. A 50 mcg bolus was programmed and delivered. A CT scan was done to make sure the catheter was connected to the pump. According to the hcps, the catheter's position on the CT images was not clear (could be epidural or intrathecal). It was stated there were no clear signs of disconnection between the catheter and the pump. A sideport control was done; it was not possible to aspirate csf. Surgical intervention occurred on (B)(6) 2017. Intraoperatively, the hcp checked if the catheter was connected properly to the pump, and it was. The catheter was disconnected to check if there was csf response; there was some clear fluid received from the catheter which seemed like csf, but there was no proof. The catheter tip position was tested via x-ray and with contrast medium. The catheter was visible on x-ray and no leakage was visible. The catheter position was not clear from the x-ray; it coul d have been epidural or intrathecal according to the hcps. The contrast medium left the catheter at the tip, but mainly caudal, less in the cranial direction. Because there were too many open and unclear questions, the hcp decided to explant the entire catheter and implant a new one. The catheter was discarded by the hcp. There were no known contributing factors. It was unknown if the issue was resolved. The patient status was alive - no injury. No further complications were reported.